Manufacturer narrative:
The insulin pump had no button response and button error alarm due to moisture damage on keypad traces. It also had a missing end cap sticker. The device was unable to perform the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests due to keypad anomaly. No moisture damage noted on electronic assembly during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 388 mg/dl. She also reported that she presses the act button and the main menu came up but she could not go past that screen. She stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer the device was returned for analysis.